Manufacturer narrative:
Evaluation summary: a kink was evident on the hypotube 21.6cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. The device returned with a detachment on the hypotube 50.9cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. The detachment was not reported by the account. It was reported that it did not occur during the case, but could have occurred when the device was being packed for shipping. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non- tortuous and severely calcified lesion located in the lad exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent could not pass the lesion and stent deformation occurred in vivo during positioning. The procedure was completed using two other medtronic devices. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy. No patient injury was reported.